Event description:
A customer reported an issue where the pump triggered an empty cartridge alarm 8 even though the cartridge was full. The customer confirmed that their blood glucose level did not exceed 500 mg/dl (27.7 mmol/l) during the incident. After initially attempting to reload the same cartridge without success, the customer resolved the issue by loading a new cartridge, which allowed them to resume insulin delivery. Technical support ensured the customer used the correct cartridge loading technique. No additional actions were necessary as the issue was resolved with the new cartridge.